Manufacturer narrative:
Code 9296 was used to capture the additional surgical intervention taken.

Event description:
It was reported that this patient presented to the emergency department (ed) with heart rate in the 30's occasionally and no capture upon presenting egm 6 days post implant. There were no reports of asystole. Upon further evaluation and chest x-ray confirmation, it was determined that both the right atrial (ra) and right ventricular (rv) leads were dislodged with no capture present on either lead. The chest x-ray also confirmed that the pulse generator had migrated down inside the pocket approximately 6 inches. A lead revision on both the ra and rv leads were successfully performed. Upon pre-discharge, it was found the ra lead had no capture at max output and a chest x-ray confirmed this lead had migrated. The physician had elected to leave the ra lead in place and use the ra lead for sensing only. The pre-discharge x-ray confirmed the rv lead was stable. Currently, this pacemaker, ra lead and rv lead remain in service. No additional adverse patient effects were reported.